Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, unspecified kidney damage, and a small ketone level. Reportedly, the customer believes the insulin was possibly bad; however, this could not be confirmed and ultimately, the cause of the elevated bg was unknown. Additionally, customer was unsure that the kidney damage was due to this event as it was unknown as to how long kidneys had been damaged. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with manual insulin injections. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.